Manufacturer narrative:
Updated: device avail. For eval; returned to MFR. On; device returned to MFR; device evaluated by MFR; eval summary attached; method codes; result codes; conclusion codes device evaluated by MFR: returned product consisted of an innova self-expanding stent delivery system (sds) with a .014 guidewire inside of the device. The outer shaft, middle shaft, inner sheath and the remainder of the device were checked for damage. The outer sheath had a slight buckling at the nosecone. The stent was not returned. The guidewire that was frozen in the device was protruding out of the distal end approximately 17 cm from the tip and protruding out of the proximal end approximately 123 cm. The device was viewed and the handle was opened to find additional damage. It was noticed that the proximal inner was prolapsed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulties and catheter entrapment occurred. Vascular access was obtained via a contralateral approach using a 6f introducer sheath. The chronically total occluded 30 cm target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). Intravascular ultrasound (ivus) was used and a non-bsc guidewire was crossed to the lesion. Then the guidewire was exchanged to another non-bsc guidewire for stronger support. After predilation with a 4 mm balloon catheter, a 6 mm-180 mm/130 cm innova¿ stent was advanced to the distal sfa. While attempting to release the stent, the response of the thumbwheel was not good and the dial of the thumbwheel stopped without reaching in 12 cm. The white arrow was observed. Then the pull grip was pulled to deploy the stent, but it stopped deploying about the remaining 3 cm of the stent. Finally the stent was deployed by pulling the whole delivery system. Upon withdrawal, the stent delivery system got stuck on the guidewire. After several attempts, the device was pulled out with the guidewire together. Then the guidewire was crossed again to the lesion and a non-bsc stent was placed in the proximal lesion. The procedure was completed successfully. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent deployment difficulties and catheter entrapment occurred. Vascular access was obtained via a contralateral approach using a 6f introducer sheath. The chronically total occluded 30cm target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). Intravascular ultrasound (ivus) was used and a non-bsc guidewire was crossed to the lesion. Then the guidewire was exchanged to another non-bsc guidewire for stronger support. After predilation with a 4mm balloon catheter, a 6mm-180mm/130cm innova¿ stent was advanced to the distal sfa. While attempting to release the stent, the response of the thumbwheel was not good and the dial of the thumbwheel stopped without reaching in 12cm. The white arrow was observed. Then the pull grip was pulled to deploy the stent, but it stopped deploying about the remaining 3cm of the stent. Finally the stent was deployed by pulling the whole delivery system. Upon withdrawal, the stent delivery system got stuck on the guidewire. After several attempts, the device was pulled out with the guidewire together. Then the guidewire was crossed again to the lesion and a non-bsc stent was placed in the proximal lesion. The procedure was completed successfully. No patient complications were reported and the patient status was fine.